Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported during a watchman procedure indicated for a case of cerebral vascular accident (cva)/atrial fibrillation, a versacross connect for laac kit was selected for use. It was noted that when the physician inserted the versacross dilator within watchman fxd double curve sheath and dropped down onto the septum, the patient went asystole. To intervene, compressions were started and patient rhythm returned. A temporary pacer was also placed. The procedure was then continued and completed successfully. The device is not expected to be returned for analysis (disposed). It was further confirmed the rf wire was inside the dilator but the tip was not exposed outside the dilator tip when positioned onto the septum. The physician never engaged the septum, when starting to drop down was when rhythm was lost.